Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle 22g 1-1/4 had foreign material. The following information was provided by the initial reporter: "...foreign matter was found in the syringe when the staff prepared to open the package of the disposable sterile syringe."

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle 22g 1-1/4 had foreign material. The following information was provided by the initial reporter: "...foreign matter was found in the syringe when the staff prepared to open the package of the disposable sterile syringe."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle 22g 1-1/4 had foreign material. The following information was provided by the initial reporter: "...foreign matter was found in the syringe when the staff prepared to open the package of the disposable sterile syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301945 and lot number 1906233. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be observed. Based on the limited investigation results, an exact cause could not be determined for the reported incident.